Event description:
It was reported that the pt fell two to three months ago, on the face. Two weeks ago, the pt experienced facial tics that spread from under the nose, to the face, and up to the scalp. The pt decreased the implantable neuromodulator's stimulation. The pt also had swelling on the left side of the face that had been present "for years." This swelling, however, decreased when the stimulation was decreased. It was later reported that the pt had a physician appointment scheduled in (B)(6) 2011. Troubleshooting on the pt's device was to be performed at that time. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information. Since the previously reported fall the patient had a loss of therapeutic effect and a surging sensation. The surging sensation occurred occasionally and randomly in the eye area. The device was implanted to address the patient's eye pain, and the patient measured the effectiveness of the therapy based on how long she could perform tasks (ie working on computer) before there was pain in her eye area. The cause of the lack of therapeutic effect could not be determined but no interventions had been performed or were planned.

Event description:
Additional information received reported that reprogramming was attempted and the patient reported that she was able to feel stimulation, however not in the appropriate area and it seemed to be in a different location than where she usually felt stimulation. The patient had a physician program from the initial implant many years ago and regularly changed her programming herself. The patient attempted to recapture beneficial stimulation without success. The patient reported that she felt she was not able to use her eye as long as she was able to up until (B)(6) 2011. The stimulation ran at 0.05 v as anything stronger results in uncomfortable facial twitching. Diagnostics were performed and the results of the impedance checks determined stronger voltages (1.5 <(>&<)> 3.0 v) resulted in facial twitching, but was tolerable for the duration of the test. The manufacturer's representative contacted technical services with I mpedance results and determined there maybe an issue with the system. An x-ray was performed and the healthcare provider (hcp) was not able to visualize any defects in the system on the film. No definitive plan for a surgical revision had been planned. The patient was still frustrated by her inability to use her eye for long durations. The patient had another appointment with her hcp scheduled for (B)(6) 2012. The patient continued to receive suboptimal stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a shocking sensation following the previously reported fall. The amplitude was decreased to 0.3 volts so that she could tolerate the stimulation. It was reported that impedance measurements were normal, though electrode pair 0<(>&<)>1 was over 4,000 ohms and electrode pairs c <(>&<)>2, 0<(>&<)>2, 0<(>&<)>3 and 2<(>&<)>3 were.

Event description:
Additional information received reported that reprogramming attempts were unsuccessful. Impedance measurements and results were within normal limits and therefore, there was no short or open circuit suspected. Additionally, the patient could only go to a maximum of 0.1 volts since her fall. The previous settings were at 1.0 volts for therapy.